Event description:
It was reported that the balloon was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a resistance was noted upon removing the device. It was difficult to remove the balloon so, the balloon shaft was cut. The device was covered with the sheath and completely removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections due to a shaft separation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A leak test could not be carried out due to a shaft separation. A visual examination found no issues with the balloon material. A visual examination found approximately 17mm of one of the blades and pad to have lifted distally from the balloon material. The remaining 3mm of blade and pad remained bonded to the balloon material. This type of damage is consistent with the balloon encountering resistance at the sheath on removal of the device from the patient. All other blades were present, intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be separated at the strain relief. The separation displays characteristics of being carried out by a scalpel or other sharp implement as the shaft is not stretched at the point of separation. The shaft was also found to have stretching damage at more than one location. This type of damage is consistent with the device encountering resistance and excessive tensile force being applied during removal from the patient.

Event description:
It was reported that the balloon was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a resistance was noted upon removing the device. It was difficult to remove the balloon so, the balloon shaft was cut. The device was covered with the sheath and completely removed. The procedure was completed with a different device. No patient complications were reported.